Event description:
The pt felt no stimulation. The impedances looked fine. An x-ray was taken (date not reported) and the lead appeared to be kinked at the c-spine. The pt was being referred to his physician for possible system replacement. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.